Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The scsi hard disk drive was evaluated and identified as requiring replacement. The device is end of life (eol) and the required component is unavailable for replacement. The customer was informed of the situation. No conclusion can be drawn as additional system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.